Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va011wd implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 19-jun-2016: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's lead broke off during explant causing a fragment to be left behind. The caller wanted to know if there was anything to indicate that the patient had a fragment. The agent reviewed MRI mode and MRI eligibility form for lead fragments. The agent also emailed caller the MRI scanning guidelines so they would have visibility to the form.